Manufacturer narrative:
(B)(4): the customer reported the device was failing the user initiated operational check defib test. There was no report of pt involvement. Philips customer repair center (crc) assisted the customer in evaluating the device. The failure was confirmed. Replacing the power pca resolved the failure.

Event description:
The customer reported the device was failing the user initiated operational check defib test. There was no report of pt involvement.